Event description:
The 1-bolt was "detached" from the swcrew. This was discovered via x-ray. It was replaced during a revision surgery three weeks after the original surgery date. There were no patient complications reported.